Event description:
It was reported, the pt was re-scheduled to have the implant procedure done at the hospital instead of the ambulatory surgery center due to a high bmi. The pt was admitted to the ICU post implant (on (B)(6) 2013) due to experienced airway issues. The pt was checked the following day and was reported to be 'doing well'. The pt was not intubated and was to be transferred out of the ICU that day. The pt is currently receiving effective bilateral leg and low back stimulation.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.